Manufacturer narrative:
Final device analysis revealed no anomalies. The device was returned coiled up in a small bag. The capsule was still attached to the delivery system with no blood or tissue present, the trocar needle was not advanced, and the plunger was not broken as the customer claimed. The analyst was albe to depress and rotate the plunger and the trocar needle advanced and the capsule released.

Event description:
The hcp reported that while placing a bravo ph monitor the handpiece broke and the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.